Event description:
I have a t-slim insulin pump with the dexcom sensors. For years, I have used the dexcom 6 sensors. These worked well and did a great job of ensuring the device and the sensor was consistently connected. However, at the beginning of (B)(6) 2024 I was forced to switch to the dexcom 7 sensors. Since that time, I have had a pump replaced, g7 sensors replaced, but only one of six sensors has been able to stay consistently connected to the pump. My ha1c has gone up over a full percentage point as my pump disconnects from the sensor all of the time. I wake up in the middle of the night (nightly) where the pump and sensor are showing out of range when the pump and the sensor are placed on the same side as the sensor. How this product got approved is beyond me and the 1000's of other people online who have complained about the same issues, but dexcom doesn't seem to be able to fix anything. It has been an absolute hell of a month for my sugars being horrible. The same for those 1000's of other people who are complaining online. Dexcom likes to point their fingers at anyone but themselves as to who is responsible for this happening. Please further investigate the issues that diabetics across the world are facing and have dexcom fix the issues immediately. Thank you. Reference report #mw5153595, #mw5153596, #mw5153597, #mw5153598.